Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a transvaginal tape procedure in (B)(6) 2011. The exact procedure date is unknown. According to the complainant, the patient was in retention post procedure. The physician planned to dilate the patient's urethra to correct the retention. It was reported that there were no defects noted to the sling. The physician completed the procedure with this lynx sling system and the patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.